Manufacturer narrative:
H3: one device was received for analysis. The service history review identified no previous repair history in the last 12 months. The customer reported issue was able to be replicated through occlusion test. The cause of the reported issue was a nonreactive dso sensor. The reported issue was resolved by replacing the dso sensor and seal. The motor odometer had over 6 million rotations and was also replaced. The device then passed all testing criteria after the repairs.

Event description:
The customer returned the product for the cassette not attached properly alarm was persistent. The alarm did not clear even after the cassette was removed. During device analysis, a non-reactive downstream occlusion (dso) sensor was identified. There was no patient involvement.